Event description:
It was reported to philips that- system would not do x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the device was unable to produce x-rays and gave generator error. Analysis of the log file confirmed that the reported malfunction ¿x-ray not possible¿. The rse suggested the customer to restart the system, after turning the manis panel on and off. After restart attempt, the system was returned to use in good working order. The codes were updated based on the investigation outcome.